Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that after completing treatment with the cycler, the cassette was removed, and fluid had leaked inside of the cassette door area. There was no observed defect or malfunction regarding the cassette. The patient can complete treatments with manual pd therapy until the replacement cycler was delivered. There was no report that the patient experienced any adverse reaction or required any medical intervention. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler. The cassette is not available to be returned to the manufacturer for physical evaluation as the patient had discarded it.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.